Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported it was unclear if the cause of the edema and change of mental status was due to an indolent infection or hardware rejection. Since then the patient was put on antibiotics and sent to an infectious disease physician. No further complications were anticipated.

Manufacturer narrative:
The other applicable components are: product ID: 3389s-40, lot# va1jwyp, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that an MRI showed edema at the brain and brain lead interface bilaterally. The patient was also showing signs of changes in mental status. The leads were explanted to see if edema and the patient's metal status resolves. The ins and extensions were left intact. There were no environmental/external factors reported to contribute to the event. The edema and change in metal status were not resolved. No further complications were reported or anticipated. Refer to manufacturer report #3004209178-2019-02021 for details pertaining to the related reportable event.